Manufacturer narrative:
The customer returned the h232 analyzer and one package of cardiac t test strips, lot number 28086015, containing four unused strips for investigation. The results of all the testing met the requirements. A root cause could not be determined.

Event description:
The customer alleged they received questionable cardiac t quant results for one patient on their cobas h 232 analyzer, serial number (B)(4). The patient was born in (B)(6) 1975. The patient's initial cardiac t result was 50-100 ng/l, but they could not visually see a line on the test strip. The customer repeated the sample and the result was 50-100 ng/l, but again they could not visually see a line on the test strip. The result of 50-100 ng/l was reported outside the laboratory. The patient was sent to the emergency room when an EKG, saturation and blood samples were taken. The patient had a troponin t high sensitive test performed, and the result was <5 ng/l. After this, the patient was sent home with an order to contact the hospital if heart pains re-occurred. The patient was not harmed by this event. The h232 device was replaced internally and no longer in use. Retention test strips, lot number 28086010, were tested on an h232 device. The results of all the tests fulfilled the requirements, and the test strips did not show any abnormalities.

Manufacturer narrative:
This event occured in (B)(6).